Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced loss of equilibrium and intense cerebral fatigue that worsened during the day. She reported she did not experience these sensations with her far vision. Her surgeon told her she would need two months of orthoptic education to help her get used to the lenses. She was unable to tolerate progressive glasses. Two months following the initial implant surgery, the lenses were exchanged for different models. The consumer reports that her visual acuity is very good but she still experiences loss of equilibrium. Her surgeon told her she had an exophoria that was compensated by accommodation prior to the initial surgery. The lens implant surgery resulted in exophoria decompensation which would not have been overcome with the original lens implants. With the exchanged lenses, the surgeon feels the consumer will again accommodate to the exophoria. In a follow-up, the surgeon reports that the outcome of event for this consumer is "excellent". There are two manufacturer's device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one similar complaint, reported by this patient, in the lot number. Additional information was requested and received.